Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was being used and the first reload worked fine. The second reload, closed, fired and the cartridge fell apart, metal piece fall off. The metal piece fell into the patient, but the piece was retrieved. Some staples were fired, but not all of them. Some drivers are up all the way, but others are not. The reload doesn't look right on both sides of the cartridge. The case was completed with the same device but a different reload was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue, white. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? There may have been malformed or unformed staples, but not sure. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Five plus. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis results showed that one was returned with a reload present. The reload was received with the left side fully fired and right side partially fired; in addition, the pan was detached, and the cartridge deck, right wedge, and some drivers were damaged as well as the heat stake posts. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. However, it could not be determined what may have caused the damage of the heat stake posts. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.